Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that ECG is not working anymore, with a "module disabled - defibrillation" message displayed. There was no patient involvement.